Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: chest injury and device migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with a 400cc mentor memorygel breast implant on both sides and was presented with right side capsular contracture baker grade IV confirmed on (B)(6) 2019. Patient was in a vehicle collision and suffered chest injury. Rupture was later confirmed on (B)(6) 2019 during replacement surgery with catalog number 3505480bc; serial number (B)(4) on the left side and with catalog number 3505480bc; serial number (B)(4) on the right side. On (B)(6) 2019, mentor became aware that patient also suffered left-sided device migration. This report is for the patient¿s left-sided device.